Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. Visual inspection revealed that the blue cap and the collar of the luer lock were missing. Furthermore, one of the rings of the luer lock was damaged. The root cause of the reported condition was undetermined. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter (B)(4) of an administration set that had a missing blue cap. This was noticed before usage. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A sample has been received but has not been evaluated. Once the evaluation has been completed; a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.